Event description:
Report received of a "burst tubing during a power injection of isovue contrast. The pt had a peripheral IV, and the injector was connected to the distal clave port of the extension set. Contrast was injected at 3ml/second. The total amount to be injected was 150ml. After approximately 40-50ml was delivered to the pt, the tubing "burst" below the clave approximately 5 inches from the IV site. The extension set was immediately clamped off. There was a small amount of bleed back noted in the tubing, but no reported blood loss. The IV power injector tubing was connected directly to the IV catheter. The procedure was resumed and completed without further problems. There was no reported adverse pt effect. Although requested, no additional information was available.